Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Rectum resection. According to the reporter: after firing the instrument, the surgeon noticed that the tissue was cut properly but the clips did not close properly. By use of three angel-formed magazines, it had come to primer leakage (open deep rectum). Then surgeon changed the magazines to not angel-formed - they functioned properly. Therefore, an additional deeper rectum resection was necessary, which had to be over sewed. Additionally a protective ileo-stoma had to be made. Extension of op was reported as more than 30 minutes. Clips were retrieved from the pt cavity.